Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 2.00 mm x 30.00 mm agent dcb was selected for treatment of the 90% stenosed, severely tortuous, and severely calcified target lesion located in the distal right coronary artery (rca). During the first inflation at 8 to 10 atm for 90 seconds, the balloon ruptured. The device was fully removed from the patient, and the procedure was successfully completed with another same device. There were no patient complications.